Manufacturer narrative:
Age or date of birth, weight, ethnicity: unknown, information not provided. If explanted; give date: n/a (not applicable). The lens remains implanted. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that just after an iol was implanted, the lead haptic had kept folding for a while and attaching to the optic, and the edge of the optic was found to be cracked when the haptic detached from the optic. The operation was completed without any changes because the crack was not at the center of the optic. There was no patient injury. The injector was discarded. There is no problem with va. (Naked eye 0.7 / correction 1.0p). There was no returning product because the product remains implanted.

Manufacturer narrative:
Corrected data: in review, it was noted that the patient's race and ethnicity was inadvertently not entered in the section "a5" of the initial MDR report; therefore, the information has been captured in this supplemental MDR report and the following fields were updated accordingly: section a5: ethnicity: not hispanic/latino section a5: race: asian all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.